Manufacturer narrative:
Block b3: exact date unknown, event occurred 4 weeks from the date manufacturer became aware of the event additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e serial number: (B)(6). Batch/lot number: 7313834 model/catalog description: infinion 16 trial lead kit 50 cm unique identifier: (B)(4).

Event description:
It was reported that following a trial procedure the patient had extreme pain in his right hip. The patient went to the emergency room (ER). The patient was given tylenol. The physician believed it was not procedure or device related. The patient was discharged and doing well.